Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator is inop; no activity when connected to ac and turned on; mains indicator is inactive. The customer reported patient involvement is unknown.